Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer exhibited a system error. It was also indicated that the stylus tip position on the touch screen required calibration. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a system error stating, ''remove object touching screen, turn programmer power off then on''. The programmer was returned for service. No patient complications have been reported as a result of this event.